Event description:
Healthcare professional reported "replacement of device due to rupture" and "yes, inner silicone touched the patient". This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on january 05,2026, with lot number: 3068744. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Clarification of b3. Date "of" event: summer 2022. E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "replacement of device due to rupture" and "yes, inner silicone touched the patient". This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device will be returned.